Event description:
After two days of functioning with the new software revision 3 .011.ga, the following problem occurred. Ten minutes into treatment the alarm "dialysate flow undefined" occurred. This alarm repeated itself during the next half hour. The medical staff decided to continue treatment on another machine without manually returning the patient's blood. After about 5 minutes of treatment on this latter machine, the patient felt faint and lost consciousness. The nurse infused the patient 300cc of saline solution and 200cc albumin. The patient remained hospitalized, but no injury was reported.

Manufacturer narrative:
A gambro representative checked the machine and found no issues. No corrective actions were taken.